Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units monitor hinge is broken, printer is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component code, investigation conclusions), h10.a getinge field service engineer (fse) had evaluated the unit and confirmed broken hinge upon initial inspection. Than fse had replaced the bracket, frame, lcd upper, hinge, display, left, hinge, display, right, display, upper hinge cover and after replacing the upper display frame, hinge covers. Display restored to proper condition. And the fse was not able to duplicate any printing issues. The unit passes all tests and calibration to manufacturers standard and is released for the clinical use. The patient involvement is unknown.

Event description:
N/a.